Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the lead was twisted and tangled under the battery as well as at the anchor site. A lead was replaced during a surgery on (B)(6) 2019, and the issue was resolved. Impedances were within normal limits and the patient was received good stimulation. No further complications were reported.

Manufacturer narrative:
Product ID: 977c190, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-08-19. It was reported the patient had surgery in (B)(6) because it looked like 2 springs had sprung, the "stuff" was all in a wad in the back. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(4), ubd: 05-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a loss of stimulation and increased pain. Impedances were measured and it was discovered that all electrodes were out of range (oor) >40,000 ohms. The patient was to get an x-ray on (B)(6) 2019 to determine the cause of the issue. Surgical intervention was being planned. No further complications were reported. On (B)(4) 2019 (rep): additional information received from the rep reported that after reviewing the x-rays, it was still inconclusive as to weather the lead had become fractured or simply disconnected. The patient was scheduled for a lead revision on (B)(6) 2019. No further complications were reported.